Event description:
While operating - arthroscopy lt. Knee, dr. Was using a 4.5 mm arthroscopie surgery blade when several small metallic chips were noted inside knee chipping from surgery blade. Chips were removed via scope with clamp. Instrument was saved for visual inspection.device labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.